Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, foreign body granuloma (injection site granuloma) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse injectable implant, lot number a00072540, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances related to this lot.

Event description:
This spontaneous report was received from a german physician and concerns a female patient. She was injected with radiesse. After the radiesse treatment, the patient experienced a possible granuloma formation. The outcome of the event was unknown. Follow-up information was received on 16-nov-2022: the event term possible granuloma formation was amended to foreign body granuloma and the coding was changed from injection site nodule to injection site granuloma. The patients initials, date of birth, age, weight (58 kg) and height (167 cm) were provided. She was 49 years old (ambiguously reported as 51 years old). The patient was injected intradermally, with radiesse, into the right corner of the mouth, as an oral contour (sw, as reported), on 27-nov-2020. Batch number was reported as a00072540. A lot search in the global safety database was conducted. She was injected with 0.1 to 0.2 ml using a blunt injection technique, with a 27 g needle and a 22 g cannula. Radiesse was diluted in a 1:2 ratio with nacl (product preparation issue, off label use of device). The patient was previously injected with radiesse (illegibly reported as either 2020 or 2000), without any side effect. The patients medical history, known allergies and concomitant medications were reported as none. After the radiesse injection, the patient had nodules in the lower lip area (under-labial). As reported, on 10-nov-2022, an oral surgeon removed the nodules and sent it for a pathological examination. The surgeon suspected sialadentitis and a small salivary glad in the right lower lip. The fixated material was a maximum of 2 cm, and the excised material was processed stepwise, with serial sections. On 11-nov-2022, the pathological report showed dermal (corial) lymphoid cell infiltrates, focally associated with epithelioid and foreign body type giant cells. Polarization optics detected birefringent material in these foci and there were focal artificial grinding marks due to hard foreign body material while cutting the microtome section of the specimen. The diagnosis was a foreign body granuloma, most likely through exogenously-traumatically introduced material. There was no indication of a malignancy in the material, and it had the aspects of a filler. The patient was not hospitalized. The outcome of the event remained unchanged. In the opinion of the reporter, the event was of mild intensity, not life-threatening, not permanent and did not lead to a newly diagnosed chronic disease. As reported, treatment was not necessary to prevent permanent damage. According to the reporter, the event was eventually? Related to radiesse. The reporters causality was therefore changed from reasonable possibility to not assessable. The case was upgraded to serious on (B)(6) 2022. Follow-up information was received on 19-dec-2022: the batch record review was received and the lot number for radiesse was confirmed as a00072540 (expiry date: 07/2024).